Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer (fse) found that the magnet was missing from the inseparable latch. The fse removed the drawer and repaired the inseparable latch. The station was then powered on, and the drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.